Event description:
It was reported that customer¿s mother described hard cartridge insertion due to corrosion at entry point. There was no reported impact to the customer¿s blood glucose level. Customer support assistance was offered but was declined by customer¿s mother, and no additional information was received regarding further actions or resolution of the event.